Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced hardware failure. Patient reported resetting device but error message reoccurs. Dexcom has issued an rga for patient to return device to be investigated.